Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
User facility mandatory medwatch received that stated: "epidural pump heard beeping without pt or nurse precipitating any function. When nurse checked screen it was blank. Six hours later, the beeping was noted again while nurse in attendance and "bolus infusing" visualized on the display screen by both nurse and pt without pt pushing the button. The pump was immediately changed for another. After investigation by director of nursing of the unit, it was concluded that the pump did malfunction and deliver a bolus dose of narcotic without anyone pushing the pca button or programming the pump to do so." Upon further query, the following info was provided that indicated, an unrequested bolus dose was delivered. At an unspecified time, the pump was programmed for pain management, in the continuous+bolus mode, to deliver fentanyl 2.5mcg/ml and ropivacaine 0.1%, at a continuous rate of 6ml/hr, a 2ml bolus does, with a 30 min bolus lockout, a 1 hr dose limit of 10ml, a 186ml container size, and the delivery was started via epidural delivery route. At 1245, the nurse reported the pump was "beeping" and pump display screen was reported as "blank." At 1845, the nurse noted the pump was again "beeping" and "bolus infusing" on the display screen of the pump. It was reported that the bolus cord button had not been pressed by the pt or the nurse. At this time, it was noted that the display indicated that 39ml was delivered during the 6 hour duration. The expected volume delivery was not specified. The pump and bolus cord were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.